Manufacturer narrative:
(B)(4). Date sent: 3/26/2024 d4: batch # 404d61 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing mechanism damaged and with a tr45w reload present. The reload was received partially fired 1/3 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 404d61, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 02/28/25. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - did the device start to deploy staples and cut but could not be completed (partially fire)? Yes the device was partially fired. - was there any difficulty opening the device? No difficulty reported by surgeon. - if yes, how was the device removed from the patient? Normal removal protocol. - if yes, did the jaws eventually open? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure, it was observed that the device appeared to ¿misfire¿ while placed on tissue at the second firing. The stapler was loaded with a white tr45w reload. Surgeon stated the reload partially fired and then made a loud crunching sound about halfway through the firing process. The intended tissue was still transected adequately but there was a clear stop in the firing sequence the surgeon recounted. The procedure was completed without complication. It was noted that the staff did not rinse the stapler according to the IFU in between the 1st and 2nd firing of the stapler. There was no patient consequence nor surgical delay reported. Additional information requested.